Event description:
It was reported that during a spinal fusion surgery it was observed that the foot control device " would not hold pressure". According to the report, when the user stepped on the pedal, the device made a noise and the motor device would not run. There were no delays to the surgical procedure as an identical spare device was available. The surgery was completed successfully with the spare device. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).